Manufacturer narrative:
The reported complaint was confirmed via the data logs. Per data log analysis, on 13-dec-2019 the gas system is successfully calibrated at 06:29:21 but immediately reports a 'flow control fault'. This will cause the gas system to be knob adjust only as reported. Two more attempts to calibrate fail with error 22 'flow out of range'. The system is powered down and not powered up again until 17-dec-2019. Now calibration attempts are successful with no issues. During laboratory analysis, the product surveillance technician was unable to duplicate the issue. He conducted release testing and 10 consecutive calibrations and no observations for 'gas system: knob adjust only' error were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the surgery was completed successfully.

Manufacturer narrative:
The field service representative (fsr) could not verify that the electronic patient gas system (epgs) failed oxygen (o2) sensor calibration. The epgs passed o2 sensor calibration twice. He replaced the epgs system as a precaution. The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2019-00689.

Event description:
It was reported that during set-up for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'gas system: knob adjust only' message. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d10.